Event description:
Boston scientific received information that a review of the latitude data noted that the shock impedance measurements of this right ventricular (rv) lead were trending upwards and were high and out of range. Boston scientific technical services (ts) discussed performing possible commanded shock testing to evaluate the true impedance of a delivered shock. At this time the system remains implanted and a follow up was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that this patient returned to the hospital due to a scheduled revision of the rv lead and replacement of the device. The lead was surgically abandoned while the device was explanted and will be returned. The patient will be discharged. No additional adverse patient effects were reported.

Event description:
Additional information noted that the patient was admitted to the hospital most recently to undertake ventricular fibrillation induction testing and defibrillation testing. Measurements prior to induction were stable besides the shock impedance measurements being high and out of range on the rv lead. Ventricular fibrillation induction was undertaken using a shock on the t with the nominal settings. Ventricular fibrillation was detected and no undersensing was noted. The first change did not convert the patient and the shock impedance measurements were out of range. An error message appeared fc1005. The external defibrillation was charge and the device re detected and delivered a second shock which was not successful with continued out of range high shock impedance measurements. The error code fc1005 once again appeared on the programmer screen. Another stat shock was attempted to be delivered but was also not successful. A single external shock was delivered which was successful. Boston scientific technical services (ts) was consulted and noted to replace the system. The device was reprogrammed with the pre defibrillation testing parameters. The patient is being scheduled for an rv lead and possible device replacement in two weeks. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.